Event description:
A report was received that the patient will undergo an explant procedure. The patient was having unusual sharp pain and discomfort at her neck where the leads are located. The patient indicated that she did not like the feeling and the physician decided to proceed with the patient.

Event description:
A report was received that the patient will undergo an explant procedure. The patient was having unusual sharp pain and discomfort at her neck where the leads are located. The patient indicated that she did not like the feeling and the physician decided to proceed with the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.